Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator had a blank screen. The (cse) verified the malfunction and replaced the lower flex video cable. The unit passed extended self-testing.